Event description:
The patient's father reported that the op5 personal diabetes manager (pdm) did not deliver a bolus. Blood glucose levels were reported to have risen, but exact levels were not reported.

Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of 01jan2026-26jan2026 was downloaded and reviewed. Review of the cloud data found multiple bolus records on each day during this period. The patient history buffer data showed that the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume after delivery of each bolus, indicating that these bolus records were from boluses that were successfully delivered. It could not be conclusively determined if there were attempts to program and deliver boluses that were blocked by error messages based on the available cloud data. The exact cause of the reported inability to deliver boluses could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.